Event description:
No blood glucose levels were provided. The mother of the customer reported two motor error alarms from the insulin pump in one day. The motor error alarms from the insulin pump occurred during bolus. It was reported that the customer was exposed to poison oak and was placed on steroids. Troubleshooting was done. The mother of the customer was able to clear the alarm from the insulin pump. It was reported that the insulin pump went into the rewind sequence on its own. The mother of the customer was able to rewind the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.